Event description:
It was reported that, during an enucleation of the prostate procedure, the tip of the fiber fractured outside the patient when the footswitch was activated. The procedure was completed with another fiber of same model. There were no patient complications.

Event description:
It was reported that, during the fourth use and in a enucleation of the prostate procedure, the tip of the fiber fractured outside the patient when the footswitch was activated. The procedure was completed with another fiber of same model. There were no patient complications.

Manufacturer narrative:
The fiber was received at the quality assurance laboratory and analyzed. Microscopic inspection revealed burn marks on the connector, separation of the connector from the fiber body, and degradation at the fiber tip. The fiber passed functional testing. The reported allegation was confirmed. Although the customer referenced a tip fracture, analysis showed the connector end was fractured/separated with burn marks. Burn marks may result from prolonged use, blast shield damage, or aim beam misalignment. In this case, no blast shield or alignment issues were reported. The most likely cause was overheating from the interaction between the console and fiber, leading to connector damage and separation.

Event description:
It was reported that, during the fourth use and in a enucleation of the prostate procedure, the tip of the fiber fractured outside the patient when the footswitch was activated. The procedure was completed with another fiber of same model. There were no patient complications.